Event description:
The customer reported that when the pod was activated, her blood glucose was 6 mmol/l [108 mg/dl]. By 12:00am on (B)(6) 2014, her blood glucose had risen to 16 mmol/l [288mg/dl] and there was wetness present.

Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.